Event description:
The device was used during a gastric bypass procedure. Reportedly, the instrument locked on tissue. The surgeon manually took instrument apart to remove. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.